Event description:
It was reported to the lift MFR by the nursing home that a malfunction occurred involving a broken hook on the scale attached to the lifter. It was reported that the scale was not in use and no pt or staff were injured. Pictures were sent to the lift manufacturer by the nursing home,

Manufacturer narrative:
Sr asked for the return of the scale to the lift MFR and they reported that the nursing home was not responding to their request. We then asked the lift MFR if he had any more correspondence with the nursing home and the nursing home's response was no casualties, no one was hurt. The scale "broke". A malfunction was reported. Pictures were sent to the lift MFR by the nursing home, the pictures show the scale with the broken hook laying next to it. Missing from the picture was a screw that is used in the hook and a plastic insert that is added by the lift MFR before shipping to the customer. This plastic insert if not used could have caused the misuse of the scale.